Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ac power was failed. A field service engineer (fse) replaced the power supply. Then storage space was recovered and tested by the user. The power supply and battery were tested using hardware diagnostics and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an ac power failure occurred and displayed a "requires maintenance" condition. The customer reported that the ac power failure caused all open drawers to close, after which the device was not communicating. The customer indicated that a technician had previously performed repairs; however, the issue recurred. Attempts were made to reboot the station and perform recovery; however, these actions were unsuccessful. The power cable was unplugged and reconnected; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.